Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's silicone "tore" during use while preparing to puncture the skin. The following information was provided by the initial reporter, translated from portuguese to english: "silicone cannula tore at introduction into skin."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's silicone "tore" during use while preparing to puncture the skin. The following information was provided by the initial reporter, translated from portuguese to english: "silicone cannula tore at introduction into skin."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 24ga insyte autoguard within a sealed package. In addition, one photograph was submitted which displayed similarities to that of the returned unit. Through the visual examination of the returned unit, damage was not observed. The inspection of the photograph clearly indicates that a spear-through defect occurred. There were clear traces of blood visible on the adapter and the catheter tubing which indicate that venipuncture was performed, and flashback was achieved. If the needle speared through the tubing before the insertion, the soft catheter tubing material would have prevented the catheter to advancing into the vein along with the needle. There would be no blood visible in the catheter tubing. The reported issue was confirmed as the picture provided displayed the needle through the catheter. Although the reported issue was confirmed, there is not evidence to confirm a manufacturing related issue. This type of failure is associated with improper usage. A device history record review showed no non-conformances associated with this issue during the production of this batch. Please reference the ¿instructions for use¿ as the catheters should be rotated 360 degrees prior to insertion. This process should assist penetration and threading process. After the tip adhesion has been removed by rotating the catheter, the catheter should be seated to ensure the correct catheter placement exists for ease of penetration. Breaking tip adhesion also promotes a smoother threading process. Instructions to rotate the catheter prior to insertion are contained in the IFU. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.